Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external blood leak was observed in the "arterial and venous dialyzer connectors" of an ak 98 machine during hemodialysis therapy. The volume of blood loss was unknown. The blood was not returned to the patient. There was no report of medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h6, h11. H11: the actual device was not available; however, the machine was evaluated on-site by a non-vantive qualified technician. The technician confirmed the presence of blood in the machine system, however no additional repair information was provided. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was not determined. Should additional relevant information become available, a supplemental report will be submitted.